Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the color bars and black screen could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera pro video system center interface is in poor contact and needs to be checked in detail during preparation for use. The procedure was completed with a similar device. In addition, the customer reported poor contact which showed color bars or black screen occurred when the camera head was connected. During inspection and evaluation, poor contact of the video connector socket. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: occasionally the device was unable to read the pc card. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.